Event description:
It was reported that on unknown date and they received the wrong suture product. No adverse patient consequences were reported. In gathering information to return the incorrect product it was found that the lot number on the box did not exactly match the product code. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? Delivery/ order number: invoice (if possible): complete description of the issue: pictures of the container, product or/ and relevant element related to complaint: carrier associated with delivery: if multiples issues, list all issues separately with the corresponding delivery numbers: if available, container lp number/s (lp: license plate associated with each shipment): a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/15/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: visual analysis of the returned product revealed that one sealed box product code vcp467h was received for evaluation. It was observed that the product code on the box had the ¿h¿. For this reason, the information on the sample was compared with our system, and the information on it is correct. International product codes have a different suffix to differentiate, control of international versus domestic product, in this case, h = w. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.